Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 289 mg/dl at the time of the incident. The customer reported that they had motor error and also had compromised force sensor system alarm. It was also reported that they had alarm during the rewind sequence. The customer was advised the pump will need to be replaced. The customer was advised refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. No motor error alarm noted. The motor was tested outside of the device and passed.